Manufacturer narrative:
The pump was received with minor scratches on the display window, broken battery tube threads and a cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the battery compartment was cracked and was being held together by a piece of tape. The customer's blood glucose reading was 223 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.